Event description:
Legal papers state plaintiff was revised due to premature deterioration of the product and that at their revision surgery "diffuse metalosis was found and a complete synovectomy was performed." Plaintiff is alleging the patella was defective.